Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the atrial lead it was found that the patient experienced, perforation, tamponade from the perforation, pneumothorax, and asystole arrhythmia. Paracentesis was performed. It was noted that the patient arrested in the hospital. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.